Manufacturer narrative:
Batch review performed on 17 december 2025. Lot 2502698: (B)(4) items manufactured and released on 07-july-2025. Expiration date: 2030-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation: a revision surgery was performed approximately 3 months after implantation of a tka due to a periprosthetic tibial fracture. The available radiographic images are of very poor quality; however, a collapse of the medial tibial plateau can be identified. During the revision procedure, an area of compromised bone quality was reportedly observed beneath the tibial tray and was attributed to metastatic disease. If confirmed, this finding would be consistent with a pathological fracture and could explain the occurrence of the fracture in the absence of any reported traumatic event. There is no evidence to support an implant defect or device malfunction. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision surgery due to tibial loosening secondary to periprosthetic fracture at about 3 months after the primary surgery. Presence of a particular tissue under the tibial tray with poor bone quality. Explantation of tibial tray and insert.